Event description:
(B)(4). Initial report: this medically important literature article was received from our united states affiliate. As part of an observational study, the following info was obtained regarding poly-l-lactic acid: objective: the aim of this study was to describe adverse reactions to injectable fillers based on a partly population-based case series. A (B)(6) female pt received poly-l-lactic acid (new-fill) injections into the chin, nasolabial folds, upper lips and corners of the mouth in (B)(6) 2000 and (B)(6) 2001. Nodules appeared nine months after the last treatment. The pt received intralesional 5-fluorouracil and glucocorticoids injections. Some nodules were surgically removed. Conclusion: adverse reactions can be documented for all injectable fillers. Time until reaction as well as type of reaction, however, vary between different fillers. Further research is necessary to evaluate potential risk factors.